Event description:
Telemetry monitor was not functioning properly. Monitor was not taking blood pressures automatically and transferring the information over to lifechart. The machine was shutting off completely when attempting to obtain a bp so a portable monitor was used instead. The issue was reported to biomed. It appears to have been an issue with either the bp cable clip or the module. Biomed fixed the problem and the monitor was functional again.